Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had no symptoms and treated with an injection of humalog. Customer's blood glucose value was 396 mg/dl at the time of the call. The customer¿s mother reported her daughters blood sugars are rising on the pump. The customer was assisted with troubleshooting and found the drive support cap appears normal slightly indented. There were no leaks or air bubbles and the cannula was straight. The technician confirmed the date and time in the pump is correct. The customer was unable to complete the troubleshooting due to the missing tubing clamp. The patient was advised to call back once the tubing clamp was received. The product was returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.